Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported receiving a no delivery alarm. He stated that he changed the infusion set and then received a motor error alarm during the bolus. The blood glucose reading was 124 mg/dl. He was assisted with clearing the alarm and stated that he was able to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.